Event description:
The patient reportedly experienced intermittencies between the external equipment and the cochlear implant. External equipment was exchanged and programming changes were made. However, the reported problem was not resolved. Testing confirmed that the device was functioning.